Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40 mg/dl) and food was consumed to address bg. Cause of low bg was not known; however, customer thought that it may have been due to a change in lifestyle. Recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 40 mg/dl was recorded by the continuous glucose monitor (cgm) data in the early morning on (B)(6) 2018. The user set a temporary basal rate of 0% approximately two hours prior to the low bg. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.